Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of stent shaft broken.

Event description:
It was reported to boston scientific that a tria firm ureteral stent was used to treat a stone fragmentation and dusting during a retrograde intrarenal surgery procedure in the kidney, ureter and bladder performed on (B)(6) 2023. During insertion, when the suture wire was pulled, the stent broke a piece of distal portion. It was noted that the suture wire was stuck near the insertion hole in the stent. The broken stent was completely removed from the patient using surgical pliers. The procedure was completed with another tria firm ureteral stent. There were no patient complications reported.